Event description:
It was reported that, during a procedure to lase a stone, a red flashing was observed which concerned the physician. The field representative noted that this flashing has been seen before; she stated it could be caused by an interaction between the laser and the stone or the camera or interference from laser components. It was reported that, following the procedure, the patient developed an unspecified adverse reaction. It was not known whether the procedure caused or contributed to the patient complication.

Event description:
It was reported that, during a procedure to lase a kidney stone, a red flashing was observed which concerned the physician. The physician opted to abort the procedure before the entire stone was dissolved. The field representative noted that this flashing has been seen before; she stated it could be caused by an interaction between the laser and the stone or the camera or interference from laser components. It was reported that, following the procedure, the patient developed an unspecified adverse reaction. It was not known whether the procedure caused or contributed to the patient complication.